Event description:
During routine testing, pt tested "hi" three times. Lab result=263 mg/dl. No treatment was received based on the device. Controls were in range. A request was made for product return and replacement product was sent.